Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and no errors were observed. The reported event of an intermittent vibration was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.